Event description:
It was reported that this right atrial (ra) lead exhibited impedance issues and high capture thresholds. A revision procedure was performed and it was surgically abandoned. No additional adverse patient effects were reported.